Event description:
The screw head of the screw which was used for the second proximal screwhole of the plate was broken during inserting through medial cortial bone. The procedure was completed without the screwhead.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.